Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) post-laminectomy syndrome. 2) end-stage degenerative disc disease at l3-4 and l4-5. 3) back pain and right lower extremity radiculopathy secondary to the above and underwent the following procedures: 1) minimally invasive lumbar redo laminectomies and decompression of l3, l4, and l5 nerve roots. 2) minimally invasive interbody fusion at l3-4 and l4-5 from a right-sided ¿no-touch¿ technique. 3) we are using a single sponge of bone morphogenic protein per level, morselized autograft bone, demineralized bone matrix, and peek interbody cages. 4) percutaneous segmental instrumentation, l3 to l5. 5) microdissection. 6) use of mazor guidancesystem for placement of instrumentation. 7) use of subcutaneous and intramuscular exparel for postoperative pain relief. As per op-notes,¿ we simultaneously applied distraction within the disk space while contralateral distraction across the l3 and l4 pedicle screws on the left side. We sized the appropriate interbody cage and found that a 12 mm cage would be appropriate. We then placed a free sponge of bone morphogenic protein in the anterior aspect of the disk space followed by a tightly packed combination of morselized autograft bone and demineralized bone matrix. Finally, the 12 mm cage, which was filled with morcellized autograft bone, was impacted into the disk space and recessed anterior to the posterior margins of the adjacent vertebral bodies. Excellent position of the cage was verified.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.